Manufacturer narrative:
One opened/used enlite sensor was inspected and the bicarbonate buffer test was performed and the sensor passed per specifications with accurate readings. The electrode was found bent per visual inspection. The skin irritation test and insertion test could not be performed due to the sensor being returned opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. She stated that the sensor was reading 74 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 134 mg/dl. She was unable to complete troubleshoot and had to call back. When she called back, she stated she was still having differences between the blood glucose and sensor glucose readings. Blood glucose during the call was 83 mg/dl while the sensor was reading 42 mg/dl. She removed the sensor and stated that it was slightly curved. She also mentioned having some skin irritation with the tape. She was advised about the recommended insertion technique. The customer called again and stated that she inserted a new sensor and was still having issues with incorrect sensor reading triggering the threshold suspend alarm. Blood glucose was 121 mg/dl. She removed the sensor and found it bent and covered in blood. The sensor was replaced and returned for analysis.